Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), 471121 description: linear st lead, 50cm model #: sc-4316 lot #: 15820860 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's scs was causing pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s pain was in his normal pain location which worsened over time. The pain was not due to weight gain or the stimulator.

Event description:
A report was received that the patient's scs was causing pain. The patient will undergo an explant procedure.